Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient had an infection that was located at where the extensions came out of the body during trial period. Symptoms of itchiness and pain at the site were noted. The patient was placed on antibiotics. The physician did not know if the infection was device or procedure related. Nothing happened during the procedure that may have caused it. The patient underwent a lead pull procedure.